Event description:
While a certified nurse's assistant was transferring a resident, the buckle came out of the fastener of the strand belt, resulting in the resident falling and hitting her head. Prism was told of this incident on (B)(6) 2015.

Manufacturer narrative:
Sling was put into use for the first time on (B)(6) 2014. This investigation is ongoing. A root cause and any corrective actions will be determined.